Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted in 2014. During the last follow up in (B)(6) 2017 all parameters were normal. Reportedly, since (B)(6) 2017 the ventricular impedances were above 3000 ohms. Through the aida charts it is not possible to determine if the impedance rise was sudden or crescent. The device does not capture at 7.5v , however the patient is not dependent on pacing. Sensing is ok. The patient denies a fall, an accident or a knock in the corner zone. The impedance measured in unipolar is higher than 3000 ohms. A re-intervention is scheduled.

Event description:
The subject device was implanted in 2014. During the last follow up in (B)(6) 2017 all parameters were normal. Reportedly, since (B)(6) 2017 the ventricular impedances were above 3000 ohms. Through the aida charts it is not possible to determine if the impedance rise was sudden or crescent. The device does not capture at 7.5v, however the patient is not dependent on pacing. Sensing is ok. The patient denies a fall, an accident or a knock in the corner zone. The impedance measured in unipolar is higher than 3000 ohms. A re-intervention is scheduled. Preliminary analysis confirmed high impedances which is consistent to a lead or connection issue. Reportedly the intervention happened the week after the complaint was filed (beginning of (B)(6) 2018). The medical team opted to implant a new lead , but didn¿t explant the old one. The procedure went well and the parameters were good.

Manufacturer narrative:
(B)(4).

Event description:
The subject device was implanted in 2014. During the last follow up in august 2017 all parameters were normal. Reportedly, since (B)(6) 2017 the ventricular impedances were above 3000 ohms. Through the aida charts it is not possible to determine if the impedance rise was sudden or crescent. The device does not capture at 7.5v, however the patient is not dependent on pacing. Sensing is ok. The patient denies a fall, an accident or a knock in the corner zone. The impedance measured in unipolar is higher than 3000 ohms. A re-intervention is scheduled. Preliminary analysis confirmed high impedances which is consistent to a lead or connection issue. Reportedly the intervention happened the week after the complaint was filed (beginning of (B)(6) 2018). The medical team opted to implant a new lead, but didn¿t explant the old one. The procedure went well and the parameters were good.

Event description:
The subject device was implanted in 2014. During the last follow up in august 2017 all parameters were normal. Reportedly, since (B)(6) 2017 the ventricular impedances were above 3000 ohms. Through the aida charts it is not possible to determine if the impedance rise was sudden or crescent. The device does not capture at 7.5v , however the patient is not dependent on pacing. Sensing is ok. The patient denies a fall, an accident or a knock in the corner zone. The impedance measured in unipolar is higher than 3000 ohms. A re-intervention is scheduled. Preliminary analysis confirmed high impedances which is consistent to a lead or connection issue.